Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, externalized conductors were observed. Noise was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm from the connector pin was returned for analysis. External insulation abrasion was noted at 7.1-7.3cm from the connector pin, consistent with lead friction to the ICD can. The is-1 coil was exposed at the same location. This could have contributed to the reported field event of noise.